Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to (B)(6) that this pd patient experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with an acute care pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the acute care facility (exact date unknown) presented with enterococcus (species unknown) in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to an issue with their pd catheter (not a (B)(6) product). It was explained that the patient¿s catheter had a breakage for an underdetermined amount of time, and it was found that the infection was more than likely originated from the compromised catheter. It was affirmed that there was no indication the breakage in the patient¿s catheter was due to a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient was prescribed intravenous antibiotics (type, dose and frequency unknown) to address the infection while hospitalized. The patient¿s pd catheter was removed due to the breakage as she was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided 2008t hd machine for the duration of the admission. The patient remains hospitalized due to unrelated comorbidities, but symptoms of the peritonitis have been alleviated following antibiotic administration. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a malfunction or deficiency or any (B)(6) product(s) or device(s). It was believed the patient will continue hd therapy on an incenter basis upon discharge. It was unknown whether the patient will return to ccpd therapy on their home liberty cycler. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).